Event description:
The user facility reported to the consultant: user facility believes that current first generation zipfix guns are unsafe compared to the current available model. Sales consultant reports that facility believes the first generation guns could cause death or serious injury if used in a particular improper way. Specifically, the ratcheting function of the older generation guns could allow cutting of the zipfix, prematurely. Premature cutting could then result in over-tensioning of the zipfix about the sternum. Consultant reports that the second generation device has a built-in mechanism that prevents cutting while the trigger mechanism is compressed. There was no patient involvement. Facility is returning three first generation zip fix guns. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The manufacturing records were reviewed and no complaint related issues were found. The device has been returned and the investigation is ongoing. Placeholder.